Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, at the first firing for right upper lob resection, the surgeon clamped the tissue, pushed the green button and tried to fire the device, however a crack sound was heard. Replaced by another reload, then the surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however it ran idle and could not fire the device. The status of the patient is no problem.